Event description:
Patient had peroneal tendon tear repaired with orthadapt augmentation. The bioimplant was explanted approximately three months post-repair; culture taken at the time of explant tested positive for serratia. The signs and symptoms which led to the explant were not provided.

Manufacturer narrative:
The culture report taken from the graft at time of explant identified serratia. This organism is a non-sporeforming gram-negative bacteria and is categorized as a vegetative bacteria. Any vegetative bacteria present during the manufacturing process would not survive the orthadapt proprietary sterilization process; therefore, it is highly unlikely that the serratia could have come from the implant. The case assessment, based on the provided information, identified the likely cause of the event to be an infectious process; a link between the reported event and the graft was not identified during the case assessment. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.